Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline (dl) cut approximately 1 inches from the pump housing and the distal end of the dl was returned in two segments; a 21 inches middle segment and the 16 inches distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation and concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that it was present while the device was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. It was also reported that the patient experienced gi bleeding. A direct correlation between the device and this event could not conclusively be established through this evaluation. Thrombus,hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was moved up on the transplant list due to gastrointestinal (gi) bleed and was off of anticoagulation. On (B)(6) 2018, the patient¿s ldh increased to 446 u/l from 386 u/l on (B)(6) 2018 it increased to 648 u/l. The patient was admitted into the hospital, and was administered heparin. The patient was subsequently transplanted on (B)(6) 2018.